Event description:
It was reported that since implant, the patient had had pain in his left lower extremity and tremor. The patient was admitted to the hospital. The pump was used to deliver baclofen. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.